Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02789 and 1038671-2024-02790. The following sections were updated: d8; h6. The following sections were corrected: b2. The reason for the revision reported may have been due to prosthesis wear; however, the wear could not be confirmed based on the images provided for the patella component and the 9mm insert. The observed wear on the 11mm insert may have been due to implant positioning and/or third body wear. However, this cannot be confirmed because the components were not returned for evaluation, and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the reason for the revision reported may have been due to prosthesis wear; however, the wear could not be confirmed based on the images provided for the patella component and the 9mm insert. The observed wear on the 11mm insert may have been due to implant positioning and/or third body wear. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs or relevant clinical information was provided.

Event description:
As reported, 6 years and 2 months post the initial bilateral tka, a bone scan showed low level heat on both knees. The surgeon removed the poly tibial inserts and left side patella, which all showed evidence of wear and mild osteolysis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-010-04-0230 - logic cr femoral por, left, sz 3. (B)(6), 02-010-04-0330 - logic cr femoral por, right, sz 3. (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-36 - threaded pin size 5.1 collarless. (B)(6), a10012 - gps implant kit v2. (B)(6), a10012 - gps implant kit v2. (B)(6), 200-00-00 - knee item-misc.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02789 and 1038671-2024-02790. The reason for the revision reported may have been due to prosthesis wear; however, the wear could not be confirmed based on the images provided for the patella component and the 9mm insert. The observed wear on the 11mm insert may have been due to implant positioning and/or third body wear. However, this cannot be confirmed because the components were not returned for evaluation, and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.